Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose of 37 mg/dl. Customer¿s current blood glucose is 27 mg/dl. Customer¿s other blood glucose level are 30,132,50 mg/dl. The customer did not experience any symptoms as a result of the low blood glucose. The customer treated with the glucose. Troubleshooting was done for low blood glucose. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. The insulin pump will not be returned for analysis.